Manufacturer narrative:
The field service engineer (fse) found that the sample probe and reaction cuvettes were damaged and replaced them. The fse also performed a blank cuvette and photometer check successfully. The service maintenance actions performed by the fse resolved the issue.

Manufacturer narrative:
The glucose reagent lot number is 86009001 and the expiration date is 31-may-2026. The investigation is ongoing.

Event description:
There was an allegation of questionable results for about 10 patient samples on a cobas 6000 c501 module. The customer provided an example of discrepant results for 1 patient sample tested for glucose hk gen.3. The initial result was 54 mg/dl. The customer questioned the initial result as it was not in line with the patient's history. The sample was repeated twice and the results were 84 mg/dl and 52 mg/dl. No questionable results were reported outside of the laboratory.